Event description:
It was reported that a female patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and cardiac arrest. The patient was prepped for an atypical flutter procedure and had a tough anatomy. While mapping the la with the pentaray, the anesthetist notified the physician that the pressure had dropped. The physician then confirmed with intracardiac echo (ice) that there was cardiac tamponade in the right ventricle (rv). The thermocool® smart touch¿ electrophysiology catheter, pentaray, webster cs and soundstar catheters were in the heart. The fluid in the heart was drained by the physician. Once the patient was stable, the physician decided to continue with mapping the flutter and proceeded with ablating the right inferior pv to isolate the vein and a mitral line. The patient's pressure dropped again and the physician decided to stop the procedure to drain the fluid. The cardiac tamponade was then monitored with bedside ultrasound. The physician as of now thinks that it was the transeptal that caused the tamponade. The patient was in the or for surgery but they didn't have to open her chest as she had stopped bleeding. The patient required a pericardiocentesis and cardiopulmonary resuscitation (CPR). Additional information was later received indicating the patient outcome of the adverse event was fully recovered and the patient was discharged. The patient did not require extended hospitalization because of the adverse event. A smartablate generator was used during the case. Transseptal puncture was not performed. Ablation was not performed prior to noting the cardiac tamponade. No evidence of a steam pop. The event occurred during mapping phase. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, distance change, time, force over time (fot), tag size, minimum force, respiratory adjustment with no additional filter used with the visitag. Color options used prospectively was tag index..

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).